Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient¿s lead had multiple contacts that had high impedances. After explanting the lead, the physician noted that several of the contacts on the lead had fallen off. All contacts that had fallen off were removed from the patient¿s body. It was not known if contacts had fallen off prior or during the procedure. The lead was replaced. It was also reported that the ipg was replaced but was unknown if there was an issue prior to it being damaged during the procedure. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that there was no issue with the ipg but the replacement was an upgrade. It was also reported that the physician noted the contacts were sitting in the epidural space after the lead was removed and did not say whether the contacts had fallen off before or after. Sc-1110-02 (sn: (B)(4)) the complaint of high impedance was not confirmed as various test leads were inserted in both ports. All impedance readings were within normal range. High impedance readings could not be duplicated in the lab. The complaint of case damage has been confirmed. Visual inspection found a puncture and a lot of scratches on the titanium case. Sc-8216-50 (sn: (B)(4)) the complaint has been confirmed. Visual inspection revealed that body of the paddle end has been severely damaged and torn apart. There are exposed cables. It appears that excessive tensile force was exerted onto the lead bodies. The proximal ends of the paddle lead were cleanly cut and not returned. Electrodes # 3, 15 and 16 are missing. Electrical tests could not be performed due missing electrodes and the extensive damage to the body of lead. The cause of the lead damage could not be determined.

Event description:
A report was received that the patient's lead had multiple contacts that had high impedances. After explanting the lead, the physician noted that several of the contacts on the lead had fallen off. All contacts that had fallen off were removed from the patient's body. It was not known if contacts had fallen off prior or during the procedure. The lead was replaced. It was also reported that the ipg was replaced but was unknown if there was an issue prior to it being damaged during the procedure. The patient was reportedly doing well postoperatively.